Event description:
Reported due to dissection requiring surgical intervention. The physician attempted arteriotomy closure using the starclose device after an interventional procedure (right popliteal angioplasty) in an "off label use". A femoral angiogram was performed prior to the procedures with the following results: "a good size, non-diseased vessel with a slight narrowing thought to be spasm at insertion." The location of the arteriotomy site is unk. Reportedly, the arteriotomy was "successfully closed with the starclose device." It was noted that the day after the procedure was completed the pt had "diminished (peripheral) pulses." The pt was taken to surgery and it was found that there was a "focal dissection on the left artery." The artery was repaired and the peripheral pulses returned to pre-procedure state. The physician noted that: "what he thought to be a spasm on arteriogram, probably was plaque at insertion site that dissected." Due to the surgical intervention the pt's stay in the hospital was prolonged. The pt was discharged to home in 2/2006 and is reportedly "doing well". Although requested, no additional pt info was provided.